Event description:
The datascope representative reported that following a stent procedure in 2000, the physician chose to deploy vasoseal es in an 11 fr. Sheath. The datascope representative advised against deployment with a 11 fr. Sheath because use with larger than an 8 fr. Sheath is outside of the approved labeling for the vasoseal es device. Despite this, the physician deployed the vasoseal es. The pt lost peripheral pulses following deployment and the physician attempted to remove the collagen plug from the tissue tract with hemostats. The physician was unable to remove the collagen plug and the pt was transferred to coronary care unit. A surgeon was called and the pt was taken to surgery for removal of the collagen from the common femoral artery where the plug was protruding into the iliac artery. No further complications were reported.